Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Automated impella controller (aic) experienced an issue with the rlm. Team stated that abiomed support team informed them of issue with rlm. Both blue and amber leds were flashing continuously, indicating rlm was starting and not able to properly power on. Arrangements being made to return console for service. This is considered a reportable malfunction.

Manufacturer narrative:
A1102 removed from h6. The decision to report this malfunction has been retracted with new information that has been obtained.